Manufacturer narrative:
This MDR is being cancelled due to clarifying information received from the customer. Event confirmed to be dull / blunt needle which is not MDR reportable, and no patient impact/serious injury is confirmed.

Event description:
During use, issues include catheter bifurcation, phlebitis in the patient, short indwelling time (only one day), high resistance during needle withdrawal, and a total of 5 defective catheters. One defective product can be returned, with photos provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.